Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution bag was very hot during peritoneal dialysis therapy. This issue occurred during use while the patient was connected. The solution bag was warming for over twenty (20) minutes. The solution bag was not wrinkled where it lay on thermistor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events contributed to the reported issue, however a warming solution alarm was confirmed. The review of the event log showed that the customer discontinued use of the device after multiple warming solution alarms (listed in the event log as a ¿solution warming¿ message) were encountered during fill one of four on the reported occurrence date. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration, and a short-simulated therapy were successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.